Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was unknown. The customer stated that button of insulin pump was harder to press. Customer stated that there was hairline fractures or cracks in the casing of the insulin pump and right of the screen. Customer also stated that insulin pump was slower during rewind. The insulin pump will not be returned for analysis.